Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable issue of bands suture break. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The trip wire was secured on the secure slot on the handle assembly and no visual damage were observed. It was noted that the trip wire was kinked in some locations close to the proximal section. The ligator head has two bands moved out to their original position and two remaining parts of broken bands overlapped. The suture presented the seven knots. Additionally, it was noticed that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. The trip wire kinked may be related to user manipulation and/or some technique applied while setting up or during procedure, the bent teeth of the ligator head may occur due an extra tension submitted consequently the suture will be moved in the ligator head affecting the process of deployment, the bands moved out of their position and the remaining parts of the broken bands are consequences of this issue. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an esophageal variceal ligation (evl) procdure performed on (B)(6) 2021. During the unpacking, the suture was found to be broken. The procedure was completed with another speeband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the unpacking, the suture was found to be broken. The procedure was completed with another speeband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.